Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery and found retraction of the original mesh, adhesions and removed the device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Hernia is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent ¿left salpingo oophorectomy; laparotomy ¿ exploratory laparotomy, ventral hernia repair; incisional hernia repair with mesh open¿. A bard/davol composix kugel was implanted in patient during this repair. On (B)(6) 2013: the patient underwent surgery to have a laparoscopic ventral hernia repair with mesh. During the surgery the physician found a swiss cheese hernia with retraction of the original mesh into the inferior portion of the hernia. The physician used sharp cautery dissection to take down anterior abdominal wall adhesions during the procedure. The patient continues to experience complications related to the composix kugel. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery and found retraction of the original mesh, adhesions and removed the device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Hernia is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, product catalog no and 510(k) no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 6 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions, pain and mesh deformation. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note, the manufacturing date (15-mar-2007) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b6, b7, d4 (corporate lot no, expiry date, UDI no), g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected fields: d1 (brand name), d4 (product catalog no), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent ¿left salpingo oophorectomy; laparotomy ¿ exploratory laparotomy, ventral hernia repair; incisional hernia repair with mesh open¿. A bard/davol composix kugel was implanted in patient during this repair. (B)(6) 2013: the patient underwent surgery to have a laparoscopic ventral hernia repair with mesh. During the surgery the physician found a swiss cheese hernia with retraction of the original mesh into the inferior portion of the hernia. The physician used sharp cautery dissection to take down anterior abdominal wall adhesions during the procedure. The patient continues to experience complications related to the composix kugel. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia and peritoneal pseudocyst thereby underwent open repair with the implant of ventralex patch. (Note: no op-notes were provided for this procedure) (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, "anterior abdominal wall adhesions were taken down. Three hernias were noted to be close. The original mesh was retracted from the inferior portion of complex hernias but still in position. A synthetic mesh was placed anteriorly and stapled to the anterior abdominal wall." Attorney alleged that the patient had infection, mesh migration, pain & suffering and hernia recurrence.